Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was implanted and programmed so that only left ventricular (lv) therapy was active. This was due to high right ventricular (rv) threshold measurements on the competitor rv lead. During a post-operative check the day after this crt-p was implanted, the patient was noted to be in atrial fibrillation, and a sensing test was performed. The patient experienced asystole for several seconds and was highly symptomatic. It was noted that there was no rv capture. Back-up rv pacing was programmed at nominal settings but due to the patient's high rv threshold measurements, technical services recommended they program rv outputs to maximum to avoid loss of capture. This crt-p remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.